Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator had undersensed atrial activity and delivered an inappropriate shock for supraventricular tachycardia. Programming changes were implemented. The patient was in stable condition.